Event description:
During review of a literature article involving da vinci-assisted robotic procedures titled, ¿a single-center experience of over 300 cases of single-incision robotic cholecystectomy comparing the da vinci sp with the si/xi systems¿, the following events were reported. A retrospective single-center enrolled patients who underwent single-incision robotic cholecystectomy between july 2014 and july 2021. In total, 334 patients underwent single-incision robotic cholecystectomy, with 118 patients using si/xi system and 216 patients using single port (sp). Of the 118 patients that underwent robotic cholecystectomies using multiport (mp) systems, one case was converted to open surgery because gallbladder (gb) cancer was suspected intra-operatively. There were no intraoperative complications, such as massive bleeding or bile duct injuries. Three patients were observed with acute inflammation, and 15 patients had bile spillage intra-operatively. The estimated blood loss for all patients was < 50ml, except for the case that required conversion to open surgery. The rate of post-operative complications in mp surgeries was 11.9%. The most common complications were wound problems including seroma (3.4%) and infection (5.1%). The incision hernia rate was 1.7% in the mp group.

Manufacturer narrative:
Based on the information gathered, there is no indication or report that a davinci product caused or contributed to the incidents. Therefore, no products are expected to be returned for evaluation and the root cause of the customer reported postoperative incident cannot be determined. This medwatch report (patient identifier #(B)(6)) is submitted for the operative complications that occurred in the multiport group and the medwatch report (patient identifier #(B)(6)) is submitted for the operative complications that occurred in the single port group mentioned in the same article. Article citation: choi, y.j., sang, n.t., jo, hs. Et al. A single-center experience of over 300 cases of single-incision robotic cholecystectomy comparing the da vinci sp with the si/xi systems. Sci rep 13, 9482 (2023). Https://doi.org/10.1038/s41598-023-36055-x. Majority of the patients were females, while 32 patients were male (27.1%). The total mean age was 44.14+/-11.41 years and the mean bmi was 23.85+/-3.95kg/m2.